Event description:
The patient was having a colonoscopy performed and suddenly sat. Up during the proccedure. (The patient had been receiving IV demerol & versed.) Post procedure, pt. Was quite distended.surgery performed to repair a serosal tear in the bowel near the cecum.